Event description:
Cardinal rep came for a site visit following an escalation call with cardinal's quality team on [redacted date] regarding an issue we have been reporting since october 2023. The below is a recording of their visit in note form. Cardinal exam gloves issues: 1. Gloves sticking together, coming out of boxes in clumps (falling out when staff trying to remove single glove). 2. Holes in gloves. 3. Gloves missing digits/fingers. 4. Debris/dirt on gloves (confirmed by cardinal investigation- attached). Please see the summary of notes taken by [redacted name], patient safety rn, at [redacted name] during her tour with cardinal reps to document the glove issues: please see the staff quotes. They are very impactful. We will be reporting these to the FDA as well. Video of gloves clumping: [redacted link]. Cath lab: "they rip easy, when you put them on, they rip, they clump together, taking them apart from each other - rn. We found a gray box halyard - with that rubber back and that pushes the gloves out. The staff reports they like those much better. Wt10: I had one with a missing tip of finger, they stick together and fall on the floor" - tech. Ne10: "they rip easily, stick to each other. During patient care they rip." Rn. "They rip quick" - housekeeping. Echo: "they bunch up, they stick together because of the humidity, I think. But I'm really careful when I pull them out, so they don't all fall out" -tech. Nw9: " they rip easily, during patient care when you put them on." - rn. " they crack and they rip easily. " tech. "They tear as you put them on, the edge tears" - transport. " they tear easily, on the edge, the edge will be missing" -rn. "As I¿m putting them on the tops will tear" -pt. " when you put them on they rip on the edge."- housekeeping. "They rip when the hands are not really dry, " - rn. "They snap and rip" - rn. "I was cleaning someone the other day and my hand was wet, when I looked it was ripped"- rn. "They clump together"- rn. Micu: "I've had some with fingers missing" -rn. " they rip" - rn. " when they pack the gloves in they are pushed together, they are attached to each other"- tech. "When the hands are wet, they rip" -housekeeping. Pcu: " they are sticking together, coming out in clumps, find them on the floor all the time"- manager. Et8: "they rip coming out of was the box"-rn. "They clump and you take out one an they all fall out"-rn. "When the box is full it¿s harder to pull them out"- md. "The gloves where fused together" - assistant manager (box was saved and (B)(6) took it) "when I put the glove on the tip was missing, it felt like a hard piece there" - pa. Nw7: " the gloves where melted together, today I put on gloves that just tore, you take one out and a bunch fall off"- assist manager. "My finger goes through it as I¿m doing patient care" -tech. "As I put them on the glove ripped right down the middle, another person had a piece of finger missing. When you open a new box you can¿t just pull one out, a bunch comes out" - manager. " I had a missing finger, they clump together"= rn. Lab: "they are thin, they fit tighter than the size on the box, they make my skin break out too, I try to be very gently to not rip them when I put them on"- lab. Manufacturer response for exam gloves, flexal nitrile exam gloves (per site reporter) original complaints [redacted date], since then we have escalated these issues and met with their quality team on [redacted date]. The cardinal rep then made a site visit on [redacted date]. No investigation results yet.